Event description:
It was reported that the device was used during an unknown procedure. When the device was fired it fired malformed staples on the anterior side of the anastomosis. There were no patient consequences. It is unknown at this time how the case was completed.